Manufacturer narrative:
Reliability analysis evaluated three sealed reservoirs. Inspected reservoir o-rings/stopper groove for anomalies, and none were found. Ran the basal, bolus leaking tests and no leaks or air bubbles were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that customer experienced air bubbles in reservoir, larger than champagne bubbles in size. Customer also noticed that insulin leaked past 1st o-ring. Customer's blood glucose was 141 mg/dl and 224 mg/dl. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. After troubleshooting, customer was advised that reservoirs would be replaced.